Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call that the insulin pump had a blank display anomaly while driving in the car. The patient's blood glucose at the time of incident was 74 mg/dl. Troubleshooting was initiated for the blank display. The customer did not recall any significant events leading to the blank display issues. The customer received a new battery cap to rule the battery cap out as an issue contributing to the blank display issue, but the customer insisted that she was uncomfortable using the pump in question and requested a replacement. The insulin pump was returned for analysis and a replacement device was shipped to the customer.

Manufacturer narrative:
The insulin pump had a blank display and a constant tone due to moisture damage to the electronic assembly. Moisture damage was found on the motor assembly. The insulin pump was received with a broken reservoir tube lip, cracked reservoir tube window through the reservoir tube and cracked battery tube threads.